Manufacturer narrative:
(B)(4). No conclusion code available. Final analysis found a partial lead was returned in two segments for analysis. Externalized conductors due to internal insulation abrasion were noted at 13.0-15.5cm from the distal tip. The etfe coating was intact at this location.

Event description:
It was reported that externalized conductors were observed during a normal device change out. The lead was tested with no electrical anomalies, and the patient was asymptomatic. The lead was explanted and replaced. The patient was stable post procedure.